Manufacturer narrative:
Device eval summary: device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functional. The cause for the non-functional response button was a detached response button cable could not be positively identified, but the cable likely disconnected as a result of the monitor impacting a hard surface. No adverse event resulted from the disconnected rear response button cable. The pt rec'd a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor's response buttons were not working. The pt was issued a replacement monitor.